Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Analysis on the software resulted to be inconclusive. Unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, after registration, the site was navigating and at some point, they became inaccurate about two centimeters. The procedure was completed without the use of the navigation system and there was no reported patient impact. There was no reported surgical delay. It was suspected that the frame may have moved at some point after registration. A manufacturer representative checked the accuracy on a resin head and didn¿t notice an inaccuracy.